Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Pt's therapeutic range: 2.5 - 3.5 inr.

Manufacturer narrative:
Investigation pending.